Event description:
The customer reported the generation of erroneous erratic ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), patient results on their au480 clinical chemistry analyzer.there was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. Data was provided for one patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the probable cause as a defective ise mix motor. The fse replaced the ise mix motor to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).